Manufacturer narrative:
Additional devices listed in this report: cat # 6058-0230d, lot # mke65j, description: accolade c cs 132 nk; cat # 6260-9-140, lot # mkdn61, description: v40 cocr lfit head 40mm/+0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that medical records and x-rays were not provided for review due to institutional irb and hipaa regulations at the reporting facility. A supplemental report will be submitted upon completion of the investigation. Device not returned.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~ 0.3 year. The acetabular liner, femoral head and femoral stem components were revised.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. A review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the manufacturing lot or for the sterility lot referenced. The source of the infection could not be determined as further information is needed. A CAPA trend analysis concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~ 0.3 year. The acetabular liner, femoral head and femoral stem components were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 3.